Event description:
It was reported that the patient underwent a posterior lumbar spinal surgical procedure. It was reported that the set screw slipped during insertion in the bone screw. The screw was removed and replaced with a new set screw. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Visual analysis reveals that the set screw has been used but does not appear to be damaged. Functional test revealed that the set screw would fit in a sample screw head. The failure could not be seen nor repeated.